Manufacturer narrative:
Date rec'd by MFR: 30dec2020. Date of report: 31dec2020. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved. The fse determined the front bezel needed to be replaced. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020 (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the nav ring is defective. There was no patient involvement.